Event description:
Patient reported left side, "capsular contracture baker grade iii", "hooked sensation", "losing its shape and turning the nipple to the left side", "discrete lobulations being noted in the lower lateral quadrant", "pain" and "deformation in the breast". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side, "capsular contracture baker grade iii", "hooked sensation", "losing its shape and turning the nipple to the left side", "discrete lobulations being noted in the lower lateral quadrant", "pain" and "deformation in the breast". Device remains implanted.